Event description:
An impella cp device was inserted into the right femoral artery in a 72-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the access site was oozing. The physician removed the first set of forward tension sutures, replaced with new ones, angle matched, and redressed the site. Manual pressure was applied and a femstop was applied to belt pressure for 30 minutes, which resolved the issue. Two units of packed red blood cells (prbcs) was given. It was noted that the patient was given 12,000 units of heparin and was on aggrastat. After one day on support, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-7 at 3.3l/min with d5w sodium bicarbonate in the purge solution. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.